Event description:
Tubing leaked total parenteral nutrition into a single lumen PICC at the luer port. The leak was spontaneous and happened even when new tubing same lot was primed. We have three anecdotal reports of similar incidents with same number but unknown lot numbers.